Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that liquid has infiltrated the device and caused corrosion internally. The corrosion caused the internal hlc batteries and the charge-pak assembly to become depleted. The customer did receive a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench, and charge-pak) and would not power on. There was no patient use associated with the reported failure.